Manufacturer narrative:
No button response due to corroded keypad traces. Moisture damage found on lcd/electronics and motor. Pump received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker. No constant tone, alarm, vibrating or screen turns blue noted.

Event description:
Customer reported that the insulin pump had water in it due to being exposed to pool water. Customer reported that a constant tone was present and the insulin pump was vibrating without returning an alarm. Customer stated that the insulin pump could power on, but that the display turned blue. Customer also stated that water was visible under the display screen. Blood glucose level was 127 mg/dl at the time of the call. No further information was provided.